Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed alert 38 indicating a motor stall after an earlier occlusion alert, and repeated restarts did not resolve the issue, leading the user to transition to manual insulin. Symptoms included hyperglycemia with levels above 300 mg/dl for a few hours, without loss of consciousness or other acute complications, and without ketone testing. Outcomes included self-management of high glucose using back-up therapy and no need for medical intervention or assistance. Investigation included a review of device performance based on the reported alert codes and user-reported troubleshooting steps. Investigation of this device revealed a suspected motor stall consistent with a device mechanical malfunction following an occlusion-related flow resistance, which aligns with the reported alert code and observed failure to recover after restarts. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure of the pump drive consistent with a motor stall.